Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system and the suspected thrombus cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the submitted log file data; however, a correlation between the low flow alarms and the suspected thrombus cannot be conclusively determined through this investigation. The submitted log file contained data spanning from 07sep20202 at 10:26:34 to 11sep2020 at 14:58:52, per the timestamp. A total of 168 low flow alarms were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. The account communicated that the patient was experiencing multiple low flow alarms. The patient was asymptomatic during the low flow alarms, which did not resolve. The patient was eventually taken to the operating room to stent the outflow graft. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14may2013. The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the alarms and troubleshooting section of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low flow events. Upon review of the log files, technical services noted multiple strings of low flow events. There did not seem to be any equipment issues causing these events. The low flow events seem to be patient related. There were non other unusual events recorded in the log file. The patient had outflow graft clotting. This was revised by a stent to the outflow graft. The low flow alarms have not resolved. The patient is asymptomatic.